Event description:
It was reported that a patient was hospitalized for replacement of fractured or failing leads. Additional information was requested.

Manufacturer narrative:
Lead: 4351, unknown sn; lead: 4351, unknown sn. (B)(4).